Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient felt light stimulation and wanted it stronger when they received the ¿settings not available¿ message was seen on the controller on (B)(6) 2018. The caller was not with the patient and reported that they may meet with the patient in the next few days. Additional information was received from the manufacturer representative on (B)(6) 2018 confirming that the consumer was the initial reporter. The patient¿s system was evaluated on (B)(6) 2018. The battery was interrogated and the impedances were checked. All impedances were within normal limits. The patient was reprogrammed and was able to increase stimulation. The patient was reported to have received effective therapy and the issue resolved on (B)(6) 2018 additional information was received from the patient on (B)(6) 2018. The patient reported that there was a ¿no device found¿ screen on the patient controller. The patient reported that she was having an issue with the ins battery. The patient reported that she was setting ¿settings not available¿ on the controller. The patient reported that she met with a manufacturer¿s representative (rep) about it on the week prior to the report. The patient reported that the rep reset the controller and reprogrammed her device. The patient reported that ¿never really fixed it.¿ the patient also reported that she noticed the neurostimulator (ins) started ¿cutting off.¿ the patient clarified she was referring to the fact that she would stop feeling stimulation and later feel it again. The patient reported that now the controller was showing ¿no device found.¿ the patient reported that she always had the controller battery charged to 100% and the ins was normally at 80%. The patient reported that she went to a trampoline park a little over a week ago and she noticed the issues started the next day. The patient reported that she had tried the try again button but the controller still showed ¿no device found.¿ it was reviewed that the ins battery level may be low and recommended to try recharging the ins. The patient didn't have her recharger available at the time of the call. No further complications were reported.